Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2012 due to hydrocephalus. On (B)(6) 2019, the patient suddenly vomited and was sent to hospital for a CT scan. The doctor found that there was ¿too much hydrocephalus¿ and the device needed to be adjusted to the lowest level. At the time of the report, the patient was hospitalized. The patient¿s consciousness was unclear, and they could not be moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the manufacturer representative went to the hospital the day after receiving the reported event; however, the patient had been transferred to a hospital in another city.